Manufacturer narrative:
On-site investigation was performed by our field service engineer. The air gas module was found defective due to water liquid contamination. The air gas module has been replaced. After replacement, the ventilator passed all functional and safety tests was cleared for clinical use. No ventilator logs were provided. The air gas module was not returned for further investigation. Moisture in an air gas module as previous investigation has shown, probably had affected the delta pressure transducer on a printed circuit board inside the gas module. The delta pressure transducer is part of the flow measuring in the gas module. The failure of the delta pressure transducer leads to inaccurate gas flow regulation which will be detected during pre-use check and alarms will be activated if the failure occurs during ventilation. The most probable source of water into an air gas module is moist air from the hospital's external compressor in the central air gas system/hospital's external compressor. There is no conclusion on how the liquid spill entered the gas module or what kind of liquid spill it was. A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) d1 - brand name - previous brand name: servo-I, corrected brand name: servo-I base unit. D4 - version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. Moreover, ventilator's air gas module was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).